Event description:
Reportdly, during an implantation attempt the lead was positioned in good position (appendage) showed 1300 ohm impedance, high threshold. Physician tried another position more lateral but they had difficulties. He decided to change the lead and with the new one all parameters were good (impedance 700 ohm). No x ray are available.

Event description:
Reportedly, during an implantation attempt the lead was positioned in good position (appendage) showed 1300 ohms impedance, high threshold. Physician tried another position more lateral but they had difficulties. He decided to change the lead and with the new one all the parameters were good (impedance 700 ohm). No x rays are available.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Upon receipt, the screw fixation was found to be retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism was able to be extended after 10 turns and retracted after 10 turns with a jumpy effect. This behavior could be related to residual tissue still present inside the screw housing. The screw length is within the specification: 1.5mm x-rays were performed and revealed that all the components of the lead were free from any damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported electrical issues at the implantation attempt (threshold and impedance high values) may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricle cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.